Event description:
The facility representative reported a colleague infusion pump with an 807:05 failure code. The event was reported to have occurred during programming/set-up in "ccu". This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. The user interface module software version is 5.09.90. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.